Event description:
It was reported that a peritoneal dialysis (pd) patient had gotten an infection from pd therapy. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was seen in the pd clinic with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The culture resulted positive for staphylococcus epidermidis. The reported cause of the peritonitis was touch contamination as told by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the cycler set and the peritonitis. Additionally, there is no allegation of a cycler set defect related to the event. The cause of the peritonitis was reported as touch contamination by the patient. This is supported by the culture results of staphylococcus epidermidis, the most frequently identified cause of pd-associated peritonitis and the predominant normal flora on human skin. Based on the available information and no evidence or allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had gotten an infection from pd therapy. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was seen in the pd clinic with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The culture resulted positive for staphylococcus epidermidis. The reported cause of the peritonitis was touch contamination as told by the patient.